Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post implant that the right ventricular (rv) lead exhibited intermittent capture and unstable thresholds when patient would get up and move or walk away. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.